Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed that the catheter was fractured and was returned inside the non-penumbra device. Further evaluation revealed that the catheter was kinked at the fractured location. This indicates that the device likely kinked prior to fracturing. If the catrx is manipulated against resistance or at an angle during use, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause could not be determined. Further evaluation revealed bends along the length of the catrx and non-penumbra device. This damage was incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, a guide catheter (6f), and a guidewire. Two passes were completed using the catrx. The catrx was then removed for flushing. Upon removal, the catrx fractured. The guide catheter containing the fractured catrx segment was removed. It was reported that no portion of the catrx was left in the patient. The procedure ended at this point and the patient was administered tissue plasminogen activator (tpa). There was no report of an adverse effect to the patient.